Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fbf instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal end and a cracked bipolar yaw pulley. There was no material missing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a cable on the fenestrated bipolar forceps (fbf) instrument broke inside the patient. A fragment fell inside the patient and was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information regarding the reported event. The initial reporter confirmed an x-ray was taken during procedure to confirm all fragments were removed from the patient.